Manufacturer narrative:
Visual inspection noted dried saline on the catheter tubing and tip. The luer is missing due to a fracture where the luer is connected to the irrigation tubing. A device history record review was performed and no deviation was found. No manufacturing related observations were discovered during returned device analysis. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use.

Event description:
It was reported that the irrigation tubing of the catheter was broken. During an ablation procedure an intellanav mifi open-irrigated ablation catheter was selected for use. It was noted that the irrigation tubing of the catheter was broken during the procedure. The procedure was completed with another catheter of a different model. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the irrigation tubing of the catheter was broken. During an ablation procedure an intellanav mifi open-irrigated ablation catheter was selected for use. It was noted that the irrigation tubing of the catheter was broken during the procedure. The procedure was completed with another catheter of a different model. No patient complications were reported and the patient's current condition is fine.